Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-110mg/dl fasting. Verified the strips expire 11/29/2018. Customer confirms the strips have been properly stored and were first opened 2/1/2016. Customer performed a blood test and obtained :403mg/dl fasting. Customer calling stating that during the last 3 days the meter is displaying high results. Customer states that today in the morning fasting he received a result of 498mg/dl that customer considers high. Customer states today received a result of 567 mg/dl fasting that customer considers high. Customer states while attempting to obtain memory from meter, the meter will go into the "set up- mode".customer was assisted but unable to get results from the memory.